Manufacturer narrative:
(B)(4). The customer said they would call back to order a new user interface module or send this one in for repairs, however carefusion has yet to receive the sample for investigation. In the event the sample is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen is freezing up and will not accept any changes. When powering the unit off and back on the screen does not power up, only the light-emitting diode on the membrane panel are lit-up. This unit was not on a patient at the time of the event.